Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. When vasoview box was opened and device controlled, it was found that there was a crack in the balloon of the balloon tip trocar (btt) port and it could not be inflated. This system was discarded , a new system was then opened to enable endoscopic harvesting of the vein. The hospital did not report any patient effects.

Manufacturer narrative:
H6 correction: device codes changed to "material deformation". Internal complaint number: (B)(4). The certificate of conformance were reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The DHR for the reported failure "material deformation" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation on 17jul2020. An investigation was conducted on 28jul2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a slit observed on the btt balloon. An inflation test was conducted. The btt was unable to hold the air due to the tear in the balloon. Based on the returned condition of the device, the reported failure "material deformation" was confirmed. The subassembly DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. When vasoview box was opened and device controlled, it was found that there was a crack in the balloon of the balloon tip trocar (btt) port and it could not be inflated. This system was discarded , a new system was then opened to enable endoscopic harvesting of the vein. The hospital did not report any patient effects.